Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, g2, h6 (clinical and impact code) updated data: b3, b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit will not power up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA 450677 corrective action implemented for root cause 43.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not power up.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) , to fix the issue, replaced the power management board and verifed the cardiosave would power up. No log files available, the logs were deleted prior to the power up issue and no additional events were logged. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.